Event description:
It was reported the patient's implantable neurostimulator (ins) "randomly" turned off over the "last few weeks." It was noted that a power on reset (por) error message was displayed. It was noted that recharging functioned properly and impedances were normal. It was further reported that stimulation was "good during the session."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 3487a-33, lot# v008876, implanted: (B)(6) 2006. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).